Event description:
Customer reported to ge healthcare that a premature infant was severely bruised at birth due to complications of delivery and had multiple areas of skin breakdown and redness over entire body. Per user facility filed medwatch report, baby on biliblanket sustained large area of broken down skin, with skin sloughing on back. Infant on phototherapy from 2006 to the following month". Ge healthcare has made attempts to retrieve the unit for investigation, however, the hosp has refused to provide the unit and has also refused to answer questions that would assist in our investigation. An investigation into the exact root cause of the reported event cannot be completed without this info. According to the facility, the unit has been tested by the biomed dept, and the unit was found to operate as designed.

Manufacturer narrative:
Ge healthcare has made attempts to retrieve the unit for investigation, however, the hosp has refused to provide the unit and has also refused to answer questions that would assist in our investigation. Attached is the general precautions/care of the skin section of the biliblanket plus high output phototherapy system operation maintenance and service manual.